Event description:
A routine echocardiogram (echo) was done on (B)(6) 2025 which read that images suggested discrepancy in left ventricular assist device (lvad) inflow and outflow velocities which could be doppler angle versus mechanical issue. Of note, the speed settings were adjusted at (B)(6) 2025 at 18:33:48. There was no other diagnostic testing performed as surgery attending did not agree with the echo interpretation. The patient was asymptomatic. Computed tomography (CT) was not performed. The patient was discharged home with early post-operation home recovery.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed audible alarms associated with pump stops consistent with disconnection of the driveline. The account reported that the patient had a (likely delirious) episode in which they disconnected their driveline. Further, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported psychiatric episode could not be conclusively established. The controller event log file contained events from 16feb2025 through 19feb2025. The file captured two pump stop events associated with driveline disconnect, left ventricular assist device (lvad) off, and low flow hazard alarms due to the driveline being disconnected on (B)(6) 2025. Following the second event, the pump ramped back up to the fixed speed and resumed operation without issue for the remainder of the file. The pump appeared to function as intended at the fixed speed while the driveline was connected. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, psychiatric episodes, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), and section 2 of the patient handbook, ¿how your heart pump works¿, instruct the user to check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. The patient handbook further explains that the pump cannot run without power. Section 6 of the IFU, under "educating and training patients, families, and caregivers", explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). Section 6 of the IFU also lists psychosocial issues as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.